Manufacturer narrative:
The reported events of high pacing impedance and increased threshold were not confirmed. As received, a complete lead with stylet partially inserted was returned in one piece. Final analysis found that the inner coil at the connector region was overtorqued, consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.